Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient implant is dead for 2-3 months and will not charge. Patient has not felt stimulation for 2-3 months. Patient reports she did not know why the implant will not charge. Patient stated she did not have a recharger with her to troubleshoot. Patient stated she does not want there to be a problem with implant not working anymore because she had to have several surgery to have implant. Patient stated prior to 2-3 months ago the implant was fine. It was reviewed that the ins is possibly overdischarge and needs jumpstarting. Patient stated she spoke to rep about getting the device jumpstarted.